Event description:
I got silicone breast implants and my doctor thought I had cancer (lymphoma) and I had to get unnecessary surgery for testing. These are poison please make this an official medical diagnosis or take these poisonous products off the market. They ruined my life with permanent autoimmune disease. Reference report: mw5154135.